Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a complication during implant surgery of the implantable neurostimulator (ins) which required a "blood patch," and that following the implant, stimulation was in the wrong location. The pt was feeling stimulation in the front of the body instead of the back. Additional info has been requested, a follow-up report will be sent if additional info becomes available.